Manufacturer narrative:
Per additional information received on (B)(6) 2025, patient also experienced bilateral capsular contractures grade iii, implant rippling and implant failure. During surgery it was found capsular contracture baker grade 3 and implant rippling instead of rupture on both implants. As a result, patient underwent bilateral partial capsulectomies, and bilateral replacements as follow: right sn (B)(6), left sn (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: silent rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
A female patient who underwent a breast augmentation primary with mentor memorygel. 300cc on the right, and 275cc on the left side prosthesis experience bilateral silent rupture post procedure. The issue was diagnosed through in office examination. As a result, patient scheduled for bilateral removal surgery on (B)(6) 2025. This report relates to the left side.

Manufacturer narrative:
On jun-30-2025 a reassessment determined that the coding submitted previously was incorrect. Pec - wrinkles/ripples was updated to pec - adverse event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device received on july 18, 2025. Device evaluation completed on july 25, 2025: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. Manufacturer¿s reference number: (B)(4).